Event description:
It was reported that during an unknown laparoscopic procedure, a malformed clip came out and ejected at the 1st firing when the device was fired out of the patient. No clips fell into the patient. The device was not used for the patient. There was no unexpected resistance. There was no torquing or twisting of the device present. The device did not clamp something hard. The device was fired out of the patient after the incident. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 9 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.